Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range pacing lead impedance and increased capture threshold were observed. Fluoroscopy revealed lead fracture. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during, and after the procedure.